Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information as well as the device to be returned have been requested. Should additional information and the device evaluation become available, a supplemental report will be sent.

Event description:
This procedure was performed in (B)(6). The stent was implanted successfully, but when the physician was removing the inner sheath it fractured. A snare was used to remove the inner sheath.